Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The icp sensor failed zero setting and was removed from the patient. The competitor¿s camino sensor was implanted to the patient instead. There is no further information provided by the patient.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found no visible damage to the sensor, catheter, or connector. The sensor was able to be zeroed without issue. The device failed the two-hour drift test. The device was cleaned and retested. The device then passed electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. The sensor was able to zero. It is suspected that there was a substance on the sensor area during use; however, this could not be confirmed. After repeated cleaning, the device passed all testing. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4).